Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The tip is damaged. The shaft is damaged at the exit notch. The damage is consistent with damage seen with use of a guidewire. Microscopic examination revealed that the balloon has a pinhole at the proximal markerband. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed, 18x2.1mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 2.00mm x 20mm maverick²¿ balloon catheter was advanced for dilatation. However, during inflation at 912 kilopascals (kpa), the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed, 18x2.1mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 2.00mm x 20mm maverick²¿ balloon catheter was advanced for dilatation. However, during inflation at 912 kilopascals (kpa), the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.